Event description:
It was reported the patient had pump with medication for three days. The disposable leaked medication out of the filter. The pump was stopped, and the filter was covered. A replacement extension line was organized through the hospital pharmacy and the pump was restarted. It was the second time that the filter was leaking. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Manufacturer narrative:
One disposable was received for evaluation. Visual inspection found no obstructions, no damage, or other defects. Functional testing was performed. Upon review, the reported problem was confirmed and duplicated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. G2 email is: (B)(4).